Event description:
The customer reported to olympus that the high definition lcd monitor had no image. The issue was observed during preparation for use on an unspecified colonoscopy procedure. The procedure was completed with a similar device with a 30-minute delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A field service engineer visited the customer site, and the problem was with a bad transformer. The fse addressed and fixed the issue by changing the transformer component. The device is now ok. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that image not displayed, was due to failure of the transformer. Olympus will continue to monitor field performance for this device.